Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician has reported that two patients have presented with uveitis post cataract surgery. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received. A male patient presented to the office 48 hours after a cataract extraction with intraocular lens implant procedure with corneal edema and hypopyon in the left eye. This was the first case of the day. The patient was hospitalized. Intravitreal injections of antibiotics were required. Cultures were not taken. The surgeon is suspecting toxic anterior segment syndrome (tass). The patient's symptoms have resolved with treatment.

Manufacturer narrative:
Additional information has been provided. The surgeon reported that two (2) patients presented with uveitis post cataract surgery. A completed questionnaire was received. A male patient presented to the office 48 hours after a cataract extraction with intraocular lens (iol) implant procedure with corneal edema and hypopyon in the left eye (os). This was the first case of the day. The patient was hospitalized. Intravitreal injections of antibiotics were required. Cultures were not taken. The surgeon is suspecting toxic anterior segment syndrome (tass). The patient's symptoms have resolved with treatment. The patient¿s medications in use at the time of surgery included hypertension medication, cholesterol medication, analgesic, anti-inflammatory medication and central nervous system depressant. The patient medical history includes diabetes and myasthenia gravis. No retrobulbar block was performed. Intracameral lidocaine was used. The incision was a temporal corneal incision at 2.75mm. There was one paracentesis. The wound was intact with negative seidel. The balanced salt solution (bss) irrigation included the additive of adrenalin, 1ml. The iol was implanted in the bag. No sutures were required. The duration of surgery was twenty one (21) minutes. The instruments were sterilized at 134 degrees centigrade for five (5) minutes, in a pre-vac wrapped cycle. The phaco handpiece directions for use (dfu) recommend a three (3) minute cycle at 135 degrees centigrade. The water supply does not have calcium. The instruments are cleaned in an ultrasonic bath. The water and enzymatic solution is changed after every wash. The instruments are manually cleaned with a soft brush to ensure residue is removed. The instruments are exposed to a washer sterilizer with and enzymatic cleaner or detergent. The tips and sleeves are removed before sterilizing. No unplanned surgical intervention was required. In the surgeon¿s opinion, it is unknown what caused or contributed to the event. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The cassette custom pak device history review (DHR) was completed and did not show any abnormalities. The sterilization cycles for this lot number were checked and no abnormalities were reported. This lot of custom paks was released according to the product specifications. No complaint sample was received for further investigation. Custom paks are manufactured in a controlled environment. Dress code and hygienic procedures are in place in order to prevent the risk of contamination. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).